Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer's blood glucose was 24.0 mmol/l, after accidentally did not reconnect to the insulin pump after a shower. The customer was advised to contact healthcare provider for treatment. It was verified that the issue was not related to the infusion set, insertion site, or insulin pump. Nothing further was reported.